Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device needed a pin update to secure coupling guide, the coupling pins were not in alignment, and the unit grinded while running with k-wire clamped. Therefore, the reported condition was confirmed. It was further determined that an unknown liquid was found inside the device and the bearings were corroded. The assignable root cause was determined to be due to immersion and loctite degradation from improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the guide on the quick coupling device was loose. As a result, there was an eight minute delay in the surgical procedure and a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.